Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: hospital staff states that during ventilation the device just switched modes. Biomed does not know what they were doing or mode they were in. Says some of the staff are new. Patient was removed from the vent and placed on another. Device has been pulled from service.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the flow sensor sensing lines are disconnected. Correction: reconnected the flow sensor lines.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the flow sensor sensing lines are disconnected. Correction: reconnected the flow sensor lines. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d2a, d4, g6, h2, h4, h5, h11.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: hospital staff states that during ventilation the device just switched modes. Biomed does not know what they were doing or mode they were in. Says some of the staff are new. Patient was removed from the vent and placed on another. Device has been pulled from service.